Event description:
One device was returned for analysis. Device inspection found a damaged air detector, the upstream occlusion (uso) seal buckling, and the downstream occlusion (dso) seal cracking. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
One device was returned for repair. Analysis found a damaged air detector, the upstream occlusion (uso) seal buckling, and the downstream occlusion (dso) seal cracking. There was no notable error history. Review of service history found no applicable history. The dso seal, uso seal and air detector were replaced to correct the issue. The device passed all testing post repair.